Event description:
This is the 1st of 3 reports submitted on this event. Pt fell in his home (B)(6) 2011 and was assisted up by his wife. Pt reported that he was able to ambulate but having pain on (B)(6) 2011 and was admitted as a direct admit on (B)(6) 2011. He had a long standing cardiac history on plavix. During the surgical procedure a 2" incision was made over his proximal femur laterally using fluro. Went down thru the skin, the it band and vastus lateralis, dissected the muscular up and placed a guide on the lateral fumur. Placed a guidepin into the center head on the lateral and the inferior neck on ap and then 1 more proximal anteriorly and one more proximal posteriorly creating a triangle. The surgeon used 7.3 cannulated screws from the synthes set 16mm threads all of the appropriate length and threads across the fracture site. The pt did well post op and was discharged home with physical therapy. On (B)(6) 2011 pt returned to hospital for removal of deep hardware and hemiarthroplasty of his right hip. Post op he was anemic and required 1 units rbc's and 2 units rbc's in the operating room. He did well post operatively and was discharged to inpatient physical therapy and rehab. Because of his overall health and the recent surgery.

Manufacturer narrative:
(B)(4). Subject device has been received. Device evaluation anticipated, but not yet begun. Additional info from the user facility report: date of report: 11/03/2011. Common device name: orthopedic screws. Device available for evaluation?: yes, 11/03/2011.